Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility reported that during treatment, a blood leak occurred. The leak was visually observed in dialysate, blood test strips tested positive and the machine alarmed. Estimated blood loss was 100cc's. The clinic manager stated the patient already had low hemoglobin and was given with venofer and epogen to treat anemia after the blood leak incident and did not require any medical intervention. Sample is not available; sample was discarded.